Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited low balloon strength; therefore, a surgical procedure was performed to add additional saline to the balloon. No components were removed during the procedure. There were no patient complications.